Event description:
It was reported that there was a crack on the reservoir compartment of the insulin pump and the reservoir rim was cracked and missing a piece. The customer's blood glucose was 500 mg/dl. The customer had treated with another insulin pump. The device had not been dropped or bumped. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked cast at display window corners and battery tube threads. Insulin pump received with minor scratches on display window, broken reservoir tube lip and missing end cap sticker.